Event description:
I had tummy tuck surgery on (B)(6) 2023. To help prevent infection and help with healing, my doctor suggested to order this product. I ordered it five times-april 1, april 10, april 23, may 7 and july 23 all of which I have receipts for via amazon. After seeing separation of my scar on (B)(6) that is when I ordered it. After using it for only 3 days, my incision became more open and displaying signs of infection. On (B)(6), it came completely open and, with my doctors recommendation, he stated to keep using the saline and stuffing it to help promote healing and prevent infection. I continued doing this until september 7th which at that time, I went back into my doctor for an incision revision due to it healed improperly during the times I was using this product.